Manufacturer narrative:
(B)(4). Investigation summary: the handpiece was received with nose cone slightly separate from the mid housing and loose mount. Due to the condition of the handpiece, no instrument could be attached to the handpiece for testing. Therefore, no functional testing could be performed. Due to the device returned condition we were unable to investigate further the reported hand activation failure. The handpiece was disassembled to inspect internal components and all the internal wires were found to be disconnected. The transducer assembly was not held in place due to the gap between nose cone and mid housing. Torqueing of a disposable resulted in the turning of the handpiece transducer assembly. This resulted in the internal wires getting disconnected. This caused and open circuit condition which disabled the instrument. This resulted in the alert screen. No conclusion can be made as to why the nose cone got separated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that hand activation line failure was found during procedure. Changed to another one to complete surgery. There was no patient consequence reported.